Manufacturer narrative:
Initial.

Event description:
It was reported that the patient¿s ilet insulin pump stopped delivering insulin due to an empty insulin supply, with a low-insulin alarm history indicating depletion about two hours prior with a blood glucose of 268 mg/dl, and insulin delivery was restored after a guided supply change. Symptoms included headache associated with hyperglycemia. Outcomes included no hospitalization, no alternative therapy initiation, and successful resumption of therapy following troubleshooting. Investigation included review of alarm history, confirmation of out-of-insulin condition, and remote troubleshooting focused on supply replacement and device operation. Investigation of this case revealed that the device functioned as designed, the out-of-drug condition was user-manageable, and insulin delivery resumed normally after supplies were replaced. It was concluded, based on previously established findings for similar reports, that the cause was user-related depletion of insulin with device performance meeting specifications.